Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, high hv lead impedance was observed. The lead was explanted and replaced. Patient in stable condition.

Manufacturer narrative:
External insulation abrasion was noted at 7.1-7.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 20.4-20.6cm and 20.3-20.5cm from the connector pin, consistent with lead friction to the ICD can. Both svc conductors and one rv conductor were broken and separated at these locations. This is consistent with the observation from the field of high hv lead impedance.